Event description:
A complaint was received from a distributor on behalf of an end user. Bayer then contacted the end user directly. The customer stated that the dex system went "dead" and they replaced the batteries and the meter is still "dead". While on the phone a review of the system was conducted. The meter would turn on but the display would only show partial digits. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.